Manufacturer narrative:
(B)(4). (B)(6). The four devices were received for evaluation and an evaluation was complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The devices were visually inspected. The packaging was opened and the caps were all outside the packaging. However, the sponges were found to be inside their caps and the caps were determined to be within specifications. The reported event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were four (4) sponges found to be separated from their caps. This was noted before use and was not used by the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.